Event description:
It was reported that on (B)(6) 2004: the patient presented with a preoperative diagnosis of pseudoarthrosis at l5-s1 and lumbosacral disease. The patient underwent the following procedures: 1. Removal of instrumentation; 2. Expiration fusion, l5-s1; 3. Anterior interbody fusion l5-s1/4 instrumentation with cage; 4. Autogenous local bone grafting plus rhbmp-2/acs. Following decortication of the endplates, the bone was saved for autogenous local bone grafting. A 14 mm cage was packed with rhbmp-2/acs and the autogenous bone and was inserted in a very secure manner in the l5-s1 interspace. An additional rhbmp-2/acs sponge was placed at the lateral aspect with autogenous local bone graft. This was also done anteriorly. The cage, rhbmp-2/acs and bone inside the cage, was surrounded at three of the four quadrants which included both lateral aspects and anterior. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).